Manufacturer narrative:
A visual and dimensional inspection and scanning electron microscopy (sem) analysis was performed on the returned device. The reported tip separation was confirmed as a polymer separation. The reported difficult to remove could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no other incidents/complaints from this lot. Based on the evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a lesion in a 99% stenosed left peroneal artery. The ht command 18 st 10cm guidewire (gw) was used in the procedure; however, during removal resistance was noted with the guiding catheter. After removal the tip of the gw reportedly [fell off] separated outside the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.